Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the no polymer fill of the contralateral limb is confirmed. Device, user, procedure or anatomy relatedness of the no fill could not be determined. The limb migration, kinking, claudication of the buttock and additional endovascular procedures are unconfirmed. This is moderately consistent with the reported adverse event/incident. Procedure related harms could not be identified. The infrarenal angulation of 65.6 degrees could have contributed to the reported event but could not be conclusively determined. The contralateral limb appeared to be placed approximately 6mm below the ipsilateral limb. Due to the limited imaging it could not be conclusively determined that this was indeed the case or if it contributed to the reported event. An additional procedure resolved the reported problem. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient and the delivery system was discarded. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that the contralateral limb of the alto main body did not fill with polymer. The "up and over" lumen was used to wire the contralateral gate and successfully place the contralateral limb. One day later the patient presented with buttock claudication/pain and diminished pulses in the right groin and foot. The right iliac was found to have migrated and kinked at the bifurcation of the aortic body. The physician elected to implant 11x59mm vbx (non-endologix) stents bilaterally raising the bifurcation of the aortic body and remedying the problem.